Event description:
Per husband, cadd legacy pump (B)(4) alarmed with a 2-toned alarm, but was showing on the pump 'running'. When the cassette was checked, it was dry through there should have been 14.6ml remaining in the pump. Pt switched to back-up pump. No adverse events resulted. Pump is being replaced. Dose or amount: 110 ng/kg/min, frequency: cont, route: IV. Dates of use: (B)(6) 2014 to ongoing. (B)(4).